Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 and 14.0 cm from the proximal end. The embolization coil was detached from its pusher assembly and the pull wire remained intact with the distal detachment tip (ddt). The embolization coil had offset and compressed coil winds. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil had offset and compressed coil winds and was detached from its pusher assembly. If the rotating hemostasis valve (rhv) is overtightened during use and not loosened prior to re-sheathing the coil, damage such as this may occur. Further evaluation of the returned ruby coil revealed that the pusher assembly was kinked. These kinks were likely incidental to the reported issue and may have occurred from packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00533.

Event description:
The patient was undergoing a coil embolization procedure in the right circumflex artery in the arm using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician accessed the target vessel via the femoral artery on the right side, and attempted to detach the first ruby coil. However, the ruby coil and lantern together kicked back out of the target vessel and slipped out. In order to begin repositioning the lantern and re-gain access to the target vessel, the technician first began resheathing the ruby coil. While retracting through the microcatheter, the ruby coil detached from its pusher wire and became lodged in the rhv. It was also noted that the technician was wrapping the ruby coil wire in a loop while retracting. The ruby coil was then removed and the rhv was flushed. The procedure was completed using a penumbra coil of the same size, two additional coils, the same catheter, and the same lantern. There was no report of an adverse effect to the patient.